Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Medication's - aspirin, metoprolol, amlodipine, and potassium chloride. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2017, imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component with an unknown amount of aneurysm enlargement. Reportedly, the cause of the endoleak is possibly oversizing of the trunk. On (B)(6) 2017, the patient underwent a snorkel procedure to treat the proximal type I endoleak. The patient was implanted with an aortic extender component intentionally covering the patient's lowest renal (side unknown) and a gore® viabahn® vbx balloon expandable endoprosthesis extending into the renal to provide perfusion of the vessel. Final imaging reportedly identified the endoleak was resolved and the patient tolerated the procedure.